Manufacturer narrative:
On january 27, 2023, mentor received the device for evaluation. On february 06, 2023, mentor completed a visual inspection of the returned device. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 39-year-old asian female patient underwent a breast augmentation surgery with 320cc mentor memorygel breast implants. Post-operatively, the patient experienced bilateral baker grade iii capsular contracture, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with 375cc mentor memorygel breast implants on (B)(6) 2022. This report is for the right implant. Refer to manufacturing report number 1645337-2023-00865 for the contralateral event.

Manufacturer narrative:
On january 18, 2023, mentor received a photo of the device. On january 23, 2023, mentor completed a visual evaluation of the image provided. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Manufacturer's reference number: (B)(4).